Manufacturer narrative:
(B)(4). It was reported that mild calcification was visible in the left common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. A venous sheath was reported to be next to the arterial sheath during closing. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with ipsilateral femoral venous sheath during the catheterization procedure. Evaluation summary: the device was returned for evaluation. The reported event of a needle to cuff miss could not be confirmed, because key components were not returned. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement with a proglide device was attempted in an unspecified vessel using the preclose technique prior to an interventional procedure. Reportedly, an unknown device malfunction occurred. The initial procedural sheath size and what the sheath size was upsized to was not specified. Additional proglide devices were used and placement of the sutures were successful using the preclose technique. The interventional procedure was completed. Hemostasis was achieved using the pre-placed proglide sutures. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report the following additional information was received: suture placement was a proglide device was attempted in a mildly calcified common femoral artery. Reportedly, a cuff miss occurred. The arteriotomy was a 6f and during the transcatheter aortic valve implantation (tavi) procedure the sheath was upsized to an 18f. Additionally, a venous sheath was next to the arterial sheath during closure. No additional information was provided.